Manufacturer narrative:
The lot number is yet to be confirmed.

Event description:
Information was received indicating after a portex tubes blue line ultra (blu) replacement, the retentate tube on the suction sac was found to be broken. A new tracheal tube was immediately replaced to maintain the patient's artificial airway. No obvious adverse consequences were caused to the patient.